Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer stated that occlusion alarms do not show in the pump history. Additionally, it was reported that an altitude alarm occurred and the pump time was inaccurate. Customer's blood glucose level was 312 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.